Event description:
As reported by the user facility. Reports when nurse connected set to pt, distal end spin lock was cracked and started leaking. No pt injury, customer did not save sample due to "if running chemo". Additional info provided by the facility indicated no one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough investigation could not be performed. There are no other incidents of this nature reported against this part. No specific conclusions can be drawn.